Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the right ventricular lead exhibited lead noise, increased capture thresholds and increased in-range lead impedance. The noise was reproducible in-clinic with deep breathing. The device was programmed and the patient will continue with follow-up.